Manufacturer narrative:
Product event summary: the data files and flexcath advance sheath, lot 87266, were returned and analyzed. The data files for the date of the event showed eight injections were performed with the balloon catheter. The files confirmed a 50032 system notice indicating a ¿compromised outer vacuum¿ for the balloon catheter, unrelated to the sheath. Visual inspection of the sheath showed the shaft was kinked between 40 mm to 70 mm from the tip. The sheath distal tip was intact, no fractures or breaks were noted. Additionally, no teflon delamination was noticed at the tip of the shaft. Functional testing showed the deflection worked as per specification. In conclusion, the sheath tested out of specification per the manufacturers analysis and failed the returned product inspection due to a kink on the shaft.

Event description:
It was reported that the sheath was returned and subsequently tested out of specification per the manufacturer's analysis. No patient complications have been reported as a result of this event.